Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the pump was stuck in the verify menu. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: on investigation, all keypad buttons demonstrated normal response. There was no damage to the keypad cover and no contamination or damage to the button contacts. Investigation did not duplicate the complaint.